Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 01899. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient the patient is experiencing pain, instability, leg length discrepancy, limited range on motion, and limited mobility. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.